Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine pacemaker replacement procedure, when the surgery began with electrocautery in use, it was noted that the pacing rate had changed to a lower rate. The device was successfully explanted and replaced as planned, and the patient was asymptomatic throughout.

Manufacturer narrative:
Visual examination noted burn marks on device¿s can from exposure to electrosurgical cautery. The user¿s manual indicated that electrosurgical cautery can inhibit the pulse generator operation. Analysis was otherwise normal. No anomalies were found.